Manufacturer narrative:
Investigation review DHR inspect returned samples distribution history: this complaint unit was manufactured at csi on 12/11/2014 under wo #(B)(4) and shipped on 09/11/2015. Manufacturing record review: DHR 168346 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced for lost vacuum in 2017 and in 2019 for a damaged trigger. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the trigger. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was also losing vacuum. Root cause: a unit losing vacuum would indicate impact damage such a dropped unit. An impact to the unit, from a drop, would also be consistent with a broken trigger. Although a broken trigger and some loss of vacuum was noted, the root cause is not definitively determined. Corrective actions the unit was not repairable and scrapped out per the customer's request. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. Was the complaint confirmed? Yes.

Event description:
"Lever broken". 1216677-2021-00176-1 900077 mini ultrafreeze (B)(4)

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Lever broken. Order: (B)(4). Confirmed trigger broken off. Risk: 8 device or component damage or wear. Tyh shows we have not reported on this issue before. Mini ultrafreeze 900077. E-complaint: (B)(4).